Manufacturer narrative:
The smiths medical pump was returned for analysis in fair physical condition. The pump was started and there were no problems found with beeping. However, the downstream sensor will be replaced as a preventative measure. The original issue could not be duplicated.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with beeping at night with no error message. The patient changed the batteries and this did not resolve the issue. There were no adverse events reported.